Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy, but the arctic sun device was alerting patient line open. Sn #(B)(6). Had nurse empty pads and disconnect (new small pads). Fluid delivery line (fdl) secure and in lock position. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines. Restarted therapy. Water flow rate (wfr) got up to 0.6l/m then dropped back to 0 and device stopped. Confirmed alerts 01 & 02, system hours were 5465, pump hours were 4889. Placed device in manual control, inlet pressure (ip) was -1.0, circulation pump command (cpc) was 100 percentage mixing pump command (mpc) was 0, flow rate (fr) was 1.1l/m. Disabled manual control and had rn try one more time to start therapy. Inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0 (fr jumped to 1.3 for only a minute and dropped back to 0). Explained this device needs to go to biomed. Confirmed they do not have another device and will have to find another source to warm the patient.

Event description:
It was reported that the nurse was trying to start therapy, but the arctic sun device was alerting patient line open. Sn#: (B)(6). Had nurse empty pads and disconnect (new small pads). Fluid delivery line (fdl) secure and in lock position. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines. Restarted therapy. Water flow rate (wfr) got up to 0.6l/m then dropped back to 0 and device stopped. Confirmed alerts 01 & 02, system hours were 5465, pump hours were 4889. Placed device in manual control, inlet pressure (ip) was -1.0, circulation pump command (cpc) was 100 percentage mixing pump command (mpc) was 0, flow rate (fr) was 1.1l/m. Disabled manual control and had rn try one more time to start therapy. Inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0 (fr jumped to 1.3 for only a minute and dropped back to 0). Explained this device needs to go to biomed. Confirmed they do not have another device and will have to find another source to warm the patient. Per follow up information received via phone on 14may2025, called operator, transferred to the biomed. Spoke with biomed who noted the fluid delivery line (fdl) had a small cut on one end. They had ordered a new one and replaced onsite. Device had returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event was a small cut on one end of the fluid delivery line. Had nurse empty pads and disconnect (new small pads). Fluid delivery line (fdl) secure and in lock position. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines. Restarted therapy. Water flow rate (wfr) got up to 0.6l/m then dropped back to 0 and device stopped. Confirmed alerts 01 & 02, system hours were 5465, pump hours were 4889. Placed device in manual control, inlet pressure (ip) was -1.0, circulation pump command (cpc) was 100 percentage mixing pump command (mpc) was 0, flow rate (fr) was 1.1l/m. Disabled manual control and had rn try one more time to start therapy. Inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0 (fr jumped to 1.3 for only a minute and dropped back to 0). Explained this device needs to go to biomed. Confirmed they do not have another device and will have to find another source to warm the patient. Per follow up information received via phone on 14may2025, called operator, transferred to the biomed. Spoke with biomed who noted the fluid delivery line (fdl) had a small cut on one end. They had ordered a new one and replaced onsite. Device had returned to service. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.